Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the the arm, which is off-label usage of the device, on (B)(6) 2024. The patient was at school and the cgm reading was 4.6 mmoll, they performed a bg reading which was showing ¿e1¿- which means less than 2.1 mmoll. The patient was fitting and went to the teacher and they treated him with glucagon and called an ambulance. The paramedics arrived and took the patient to the hospital. They performed bg readings and the values continued to be constantly off. The sensor was changed at the hospital and it was realized that the sensor never fully completed the warm up. At the hospital the patient was treated with insulin (supposed to be for diabetes management). The patient was admitted overnight at the hospital and was discharged at 11:14 am on the (B)(6) 2024. No other details were documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.